Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. There is a 14mm longitudinal outer shaft tear starting 4mm from the exit notch and an 18mm longitudinal inner shaft tear starting at the exit notch. The damage is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-apr-2018. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in a mildly tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 8mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with another 2.75mm x 8mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforated.